Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure to be related to the customer reported complaint. The fenestrated bipolar forceps failed the electrical continuity test. The root cause of the failure was not determinable. The following additional findings were identified during initial fa: the fenestrated bipolar forceps was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. Root cause of this failure was attributed to a component failure. The following additional findings were identified during post-fa engineering review- the fenestrated bipolar forceps was re-tested for electrical continuity and confirmed that one grip to pin combination failed the continuity test. A failed continuity test would result in bipolar energy not being functional, which confirmed the reported complaint. The instrument was disassembled and the conductor wire was found to be broken at the proximal end, near the main tube and roll gear interface. Root cause of this breakage is likely manufacturing related. The failed continuity test is attributed to the broken wire. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n101901100011) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2019 on system (B)(4). The alleged instrument had 4 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported because the fenestrated bipolar forceps with the damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument would not deliver bipolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.